Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chol event description: the device was being used during pulling tissue. Pulling away tissue with force the jaw broke off. Additional information received from applied medical representative via email on 09apr26: the jaws fully detached and all the materials were retrieved from the patient. No information on the following, what was the surgeon grasping when the breakage occurred. Intervention: device replacement patient status: patient is ok.